Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had missing segments on the display. The time display and bolus rate display were obscured. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partial display due to open zebra connector on the lcd board. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.